Event description:
It was reported the the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill syringes had a scale marking issue. The following information was provided by the initial reporter: "several syringes have been found without markings on them."

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.